Manufacturer narrative:
The customer's reported complaint description of tip detached cannot be confirmed. No sample was returned for evaluation. Without receiving product for evaluation, we are unable to definitively determine a root cause for this incident. Device history record review of the packaging/assembly/component lots revealed no quality related issues or manufacturing deficiencies at the time of manufacture. Labeling review: the instructions for use, item number {16600972-01} which is supplied to the user with the solero applicators contains the following statements: "inspect all devices and packaging for damage prior to use. Do not use any devices that are damaged or if the sterile barrier is breached. "The solero microwave tissue ablation (mta) system and accessories are indicated for the ablation of soft tissue during open procedures. Avoid placing lateral forces on the applicator tip during placement or removal. Always use the lowest power and shortest time necessary to achieve the targeted ablation. Inspect the applicator after each ablation. If the applicator appears damaged, utilize another applicator for subsequent ablations. Warning: when placing the device, use the minimum force necessary and take care not to over advance the applicator. Refer to the shaft depth markings to monitor placement depth. Take care to not bend the tip as it may cause damage to the device. Do not energize the applicator unless the active region of the applicator is fully inserted into target tissue. If the applicator is not properly located into the selected tissue, an unintended thermal injury may occur. After each ablation inspect the applicator for any damage. If any damage is observed the applicator should be discarded and replaced with a new applicator." A review of the angiodynamics complaint system noted no adverse trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. Reference (B)(4).

Manufacturer narrative:
Reference (B)(4).

Event description:
Received voluntary medsun report. No new event information was provided. Investigation results are not impacted.

Manufacturer narrative:
The device is not available to be returned to the manufacturer for evaluation. The results of the investigation will be sent via a follow up medwatch. Reference (B)(4).

Event description:
An end user reported an issue with a 29cm solero applicator, during a laparoscopic procedure. The surgeon started the procedure using rita and then converted to the solero system. Two ablation cycles were perfomred prior to the tip detach .during withdrawal, the tip of the applicator broke off in the patient. Multiple radiographs were taken to locate the broken tip in patient and, ultimately, remove it using a "grasper." The remaining procedure was completed with another same device. The exact settings used during the procedure could not be recalled; however, it was reported that the surgeon typically uses 100 or 140w on liver ablations. The procedure was performed in accordance with the directions for use (dfu) and the following adjunct devices were used during the procedure: bk us probe, tocars with camera / scope / grasper.